Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter ruptured during the treatment of an arteriovenous malformation embolization procedure. The rupture was in the middle / distal section of the catheter. No other damage was identified to the catheter. The embolic material used was glue and lipidol. The injection was done slow and via a syringe. There was no friction or difficulty injecting the embolic material before the ruptured was identified. The patient was reported to have been asymptomatic post the event. The vessel anatomy was reported to be moderate in tortuosity. Access vessel was the external carotid artery (eca) 2mm. No patient injury reported. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
The marathon micro catheter was returned for analysis. The marathon micro catheter was decontaminated. The marathon micro catheter appears to have been stretched. What appears to be dried embolic residue was found within the marathon hub. However, the appearance of the dried embolic residue does not appear to be consistent with glue type (cyanoacrylates) liquid embolic. No bends or kinks were found with the marathon catheter body. The marathon distal tip lumen was found to be occluded with solidified liquid embolic residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the liquid embolic. The remaining liquid embolic will not be returned as it was consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, or increased injection force against resistance. However, the cause for the catheter rupture could not be determined. Per instructions for use (IFU): warnings ¿ infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. ¿ if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. ¿ never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.